Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when the physician was beginning the stapling of the stomach, the handles snapped. After each snap, the physician stapled with the whole reload. Had some trouble opening the jaws after stapling with the two handles and pulled a little bit on the tissue to remove the handles. To feel safer, the physician sutured on both staple lines. After the first purple reload, tried to connect the black reload to the first handle but had a feeling the handle did not work properly. So a second handle was used. After using it with the black reload and experiencing the same snap, also felt the second handle did not work properly. The physician then switched the handle and used a third one to complete the procedure. Had no problem with this one and the reloads that were used afterwards. There was no patient injury.